Event description:
Zoll transport ventilator would not pass pre-use/pressure check. The company's test circuit was used in the tests and still wouldn't pass. Multiple error codes on 9 previous zolls that were returned to the company. We have had these ventilators for about a year, and they are failing the pre-use check. Thus, they cannot be placed on patients. This ventilator failed to pressurize. It is one of 11 that has failed in the last few months. Zoll has 9 of the vents and will soon collect these 2. We have been asking for additional detail and an action plan for over 2 months.